Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a reconstitution device leaked during patient infusion. Reportedly, the solution leaked into the vial adapter instead of transferring into the intravenous (IV) bag. This event occurred in the emergency room (ER). There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.